Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date not provided. Device evaluated by MFR.: xxl device - /16-6/5.8/75 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure of this device is 8 atmospheres. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. After implantation, post dilation was performed with a 16-6/5.8/75 xxl esophageal balloon catheter. However, during inflation at less than 2 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. After implantation, post dilation was performed with a 16-6/5.8/75 xxl esophageal balloon catheter. However, during inflation at less than 2 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.